Manufacturer narrative:
The broken pin could not be evaluated as it was not returned for investigation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined at this time, further investigation is being conducted through our CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty utilizing navitracker instrumentation, it was noticed the tip of the pin used to fixate the tracker to the bone was missing. It was later found to be retained by the patient through postoperative radiographs. No additional patient consequence was reported.